Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. It was reported that the patient experienced a sensor failure during warmup. The patient indicated that he had a low bg below 2.2 mmol/l; no information about symptoms was reported. It is unclear when this blood glucose (bg) value was taken or how the sensor failure contributed to the low bg. There was no report of any specific medical intervention, but the name of a hospital was provided. At the time of the report the patient was stable. Per medical review, this would constitute an adverse event due to an apparent allegation of a low bg caused by the product malfunction, and apparent medical consultation and/or intervention at the hospital. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.